Event description:
It was reported that the device was explanted after an implant duration of approximately 67.6 months. In 2009, (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation and perivalvular leak. No other details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was requested, but it was noted that it was not available. A device history record review is in process. Device not returned.

Event description:
The facility reported an infusion pump with a malfunction of pump has constant alarm, which occurred within the intensive care unit (ICU). The event was reported to have occurred during patient therapy, where therapy was stopped. It is unknown if there was patient injury or medical intervention had been reported related to the device. No additional information is available.the software version for this device is currently not known.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.